Event description:
Ous MDR. It was reported that 59 months after the implantation oversensing was observed.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 48.5 cm proximal to the lead tip. Only the distal fragment was received for analysis. The serial number could not be verified as the proximal fragment including the connector was missing. The returned lead fragment was visually and electrically analysed. During the visual inspection multiple signs of wear along the lead body were noted. In particular 37 cm proximal to the lead tip the lead body was found squeezed and deformed. The insulation was damaged in this region what can be considered to be the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore tissue residuals on the lead were found, particularly around 7 cm proximal to the lead tip. A significant ingrowth of the lead is likely. The shock coil was deformed and the lead fragment was stretched indicating tensile forces during the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.